Event description:
Dental implant was loose 2 weeks after placement when dr removed implant. Implant did not osseo-integrate within two weeks of placement. Oco biomedical considers this to be normal, since minimum average healing time is 2-3 months to osseo-integrate. Oco biomedical has determined the event to be caused by dr error. The implant should have been given more time to heal. There was no pain or injury to the pt, however, there was tissue inflammation around the implant.

Manufacturer narrative:
Health professional did not return device for eval, therefore, no results could be taken from device. Dr (founder of co) reviewed report and found that implant failure was caused by user error. Implant did not receive adequate time to heal.